Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in patient. A clinical evaluation of the adverse event was completed. An examination of medical records and/or medical imaging received by endologix shows the main body narrowing event/incident was unable to be confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. An intervention was completed with non- endologix stents. The final patient status was reported as doing great. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: d3: manufacturer name, city and state; h6: result code: remove code 3233; h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 3 weeks post initial procedure, the physician reported a narrowing in the aortic main body. The physician reported the patient is stable. The patient is pending intervention. Additional information: an intervention was completed with patient having two (2) (non-endologix ) vbx stents placed on (B)(6), 2020 to fix the narrowing in the aortic body of the previously implanted ovation. Procedure went well and the final patient status was reported as doing great.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 3 weeks post initial procedure, the physician reported a narrowing in the aortic main body. The physician reported the patient is stable. The patient is pending intervention.